Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adhesive on bending section cover (a-rubber) had foreign objects. Based on the results of the investigation, a probable root cause of the customer's allegations could not be identified. Regarding the foreign objects on the bending section cover adhesive, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced no image and showed scope error code e315. The issue occurred during installation. There were no reports of patient involvement.